Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the insert on the left side is breaking up into pieces") in an adult female patient who had essure (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and arthralgia ("I have been having some hip problems / hip pain"). Essure treatment was not changed. At the time of the report, the device breakage and arthralgia had not resolved. The reporter provided no causality assessment for arthralgia and device breakage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: insert on the left side is breaking up into pieces. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the insert on the left side is breaking up into pieces'), uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and arthralgia ("I have been having some hip problems / hip pain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and arthralgia had not resolved and the uterine perforation and device dislocation outcome was unknown. The reporter provided no causality assessment for arthralgia and device breakage with essure (ess205). The reporter considered device dislocation and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: insert on the left side is breaking up into pieces.. Lot number: 620737, manufacture date: 2006-07, expiration date: 2008-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the insert on the left side is breaking up into pieces") in an adult female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and arthralgia ("I have been having some hip problems / hip pain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and arthralgia had not resolved. The reporter provided no causality assessment for arthralgia and device breakage with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: insert on the left side is breaking up into pieces.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the insert on the left side is breaking up into pieces'), uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and arthralgia ("I have been having some hip problems / hip pain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and arthralgia had not resolved and the uterine perforation and device dislocation outcome was unknown. The reporter provided no causality assessment for arthralgia and device breakage with essure (ess205). The reporter considered device dislocation and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: insert on the left side is breaking up into pieces. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. Events ¿device dislocation¿ and "perforation" added. Essure insertion date, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.